Event description:
It was reported that sensing values were low. The patient was in the hospital for another reason and the device was programmed vvir. The device was undersensing. The caller reported trying to sense unipolar and getting slightly higher sensing values. The caller decided to leave sensing unipolar and continue to monitor the patient. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.